Event description:
It was reported that the patient developed an infection at the ipg pocket site and had the system explanted. A culture was taken and tested positive for coagulase negative bacteria. The device was discarded by the facility and will not be returned for analysis. No further information has been obtained despite good faith efforts. Additional information was received that the culture results for the lumbar site tested positive for staphylococcus epidermis. The results for the ipg site tested positive for propionibacterium acnes. As a result the physician administered antibiotics for the infection. The patient is in stable condition and the infection has cleared.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch/lot: (B)(4). Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch/lot: (B)(4). Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch/lot: 25147031.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an infection at the ipg pocket site and had the system explanted. A culture was taken and tested positive for coagulase negative bacteria. The device was discarded by the facility and will not be returned for analysis. No further information has been obtained despite good faith efforts.